Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that a customer's blood glucose meter gave a low reading of 125 mg/dl just 30 minutes before a doctor's visit, where her blood sugar was confirmed to be 650 mg/dl. This inaccurate result prevented the customer from seeking immediate care for severe hyperglycemia, which was also found to be connected to a urinary tract infection, skin inflammation, and other related issues. In addition, the reading from user's meter 345 mg/dl was compared to a reading from a different roche meter 81 mg/dl. The tests were performed at the same time.